Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device detached on the same day of application. As a result, on (B)(6) 2022, the customer experienced sweating, had a loss of consciousness, and was provided an injection of glucagon by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc device detached on the same day of application. As a result, on (B)(6) 2022, the customer experienced sweating, had a loss of consciousness, and was provided an injection of glucagon by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no physical damage was observed. Visual inspection was performed on the sensor adhesive and 25 % of the adhesive was observed to be peeling off the patch. It was determined that this issue is confirmed due to 25% of the adhesive peeled off the patch. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs review includes noted and documented non-conformances and there were no nonconformities found that would have an impact on product performance. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.